Manufacturer narrative:
Additional info has been requested. Device not explanted. Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Pt status post occipital plate and screw implantation returned to surgeon. X-ray on an unk date showed the occipital screws at base of the skull had backed out. Surgeon is not planning on revision. Pt placed in a halo device. This is two of three reports for this event.